Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient with shortness of breath presented remotely via merlin@home transmission. The patient's implantable cardiac monitor(icm) exhibited a false pause episode due to undersensing. The patient's icm will continue to be monitored.